Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited recurrent left and right overpressure alarms while supporting a patient at the (B)(6). The patient was subsequently switched to a backup companion 2 driver and there was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited alarm messages, they did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the patient data file confirmed the left and right overpressure alarms as reported by the customer. The root cause was determined to be malfunctions of the left and right electronic pressure regulators. The issue with the electronic pressure regulators is being investigated in a CAPA (corrective or preventive action). The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with a malfunction of the electronic pressure regulator. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the companion 2 driver exhibited recurrent left and right overpressure alarms while supporting a patient at the (B)(6). The patient was subsequently switched to a backup companion 2 driver and there was no reported adverse patient impact.